Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until 4-mar-2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6)2012, 1 year 3 months after insertion of essure, the patient experienced irritability ("irritability"), weight increased ("weight gain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dysmenorrhoea ("periods seems worse with cramping") and dizziness ("dizziness"). On 5-sep-2013, the patient experienced pruritus ("itchy skin reaction") and rash ("rash on her face and both legs"). On 1-jun-2016, the patient experienced bacterial infection ("recurrent bacterial infections") and fungal infection ("recurrent yeast infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain after intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), abdominal pain ("abdominal pain"), acne ("acne"), vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on 15-sep-2016). Essure was removed on 15-sep-2016. On 15-sep-2016, the pelvic pain, dyspareunia, fatigue, irritability, alopecia, weight increased, headache, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, bacterial infection and fungal infection had resolved. At the time of the report, the dizziness, pruritus, rash, acne, vaginal infection and vulvovaginitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, bacterial infection, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, irritability, pelvic pain, pruritus, rash, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: at her post-operative appointment, plaintiff informed her doctors that she was feeling great. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 11-aug-2016: unremarkable hysterosalpingogram - on 14-jun-2011: satisfactory position, bilateral occlusion 14-jun-2011: hysterosalpingogram - satisfactory positioning of the essure devices with tubal occlusion bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 30-apr-2018: new lab data added; dizziness, itchy skin reaction, rash on her face and both legs, acne, vaginitis, and vulvovaginitis were added as event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced irritability ("irritability"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dysmenorrhoea ("periods seems worse with cramping") and dizziness ("dizziness") and was found to have weight increased ("weight gain"), 1 year 3 months after insertion of essure. On (B)(6) 2013, the patient experienced pruritus ("itchy skin reaction") and dermatitis allergic ("rash on her face and both legs/allergy/hypersensitivity"). On (B)(6) 2016, the patient experienced bacterial infection ("recurrent bacterial infections") and fungal infection ("recurrent yeast infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain after intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), abdominal pain ("abdominal pain"), acne ("acne"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune symtoms"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dyspareunia, fatigue, irritability, alopecia, weight increased, headache, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, bacterial infection and fungal infection had resolved. At the time of the report, the dizziness, pruritus, dermatitis allergic, acne, vaginal infection and vulvovaginitis had resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, autoimmune disorder, bacterial infection, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, irritability, pelvic pain, pruritus, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: at her post-operative appointment, plaintiff informed her doctors that she was feeling great. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: unremarkable. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory position, bilateral occlusion. Diagnostic results: (B)(6) 2011: hysterosalpingogram - satisfactory positioning of the essure devices with tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced irritability ("irritability"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dysmenorrhoea ("periods seems worse with cramping") and dizziness ("dizziness") and was found to have weight increased ("weight gain"), 1 year 3 months after insertion of essure. On (B)(6) 2013, the patient experienced pruritus ("itchy skin reaction") and rash ("rash on her face and both legs/allergy/hypersensitivity"). On (B)(6) 2016, the patient experienced bacterial infection ("recurrent bacterial infections") and fungal infection ("recurrent yeast infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain after intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), abdominal pain ("abdominal pain"), acne ("acne"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune symtoms"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dyspareunia, fatigue, irritability, alopecia, weight increased, headache, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, bacterial infection and fungal infection had resolved. At the time of the report, the dizziness, pruritus, rash, acne, vaginal infection and vulvovaginitis had resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, autoimmune disorder, bacterial infection, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, irritability, pelvic pain, pruritus, rash, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: at her post-operative appointment, plaintiff informed her doctors that she was feeling great. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: unremarkable. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory position, bilateral occlusion. Diagnostic results: on (B)(6) 2011: hysterosalpingogram - satisfactory positioning of the essure devices with tubal occlusion bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new events added-abnormal bleeding, auto-immune symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
On (B)(6) 2017: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 3 months after insertion of essure, the patient experienced abdominal pain lower ("cramping"), abdominal distension ("bloating") and dysmenorrhoea ("periods seems worse with cramping"). On (B)(6) 2016, the patient experienced bacterial infection ("recurrent bacterial infections") and fungal infection ("recurrent yeast infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain after intercourse"), fatigue ("fatigue"), irritability ("irritability"), alopecia ("hair loss"), weight increased ("weight gain"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dyspareunia, fatigue, irritability, alopecia, weight increased, headache, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, bacterial infection and fungal infection had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, irritability, pelvic pain and weight increased to be related to essure. The reporter commented: at her post-operative appointment, plaintiff informed her doctors that she was feeling great. Diagnostic results: (B)(6) 2011: hysterosalpingogram - satisfactory positioning of the essure devices with tubal occlusion bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including pelvic pain. On (B)(6) 2016 plaintiff underwent surgery (vaginal hysterectomy and bilateral salpingectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the event. This case was classified as incident since essure was removed via surgical intervention. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.